Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that in cath lab an intra-aortic balloon (iab) catheter was being inserted in a male pt. The md punctured the left femoral artery and inserted a super arrow-flex (saf) sheath with a dilator. The one-way valve was attached and the balloon vacuumed twice inside the tray and wrapped tightly. The catheter was removed from the tray horizontally per the instructions for use. He started to advance the catheter through the sheath when the balloon stopped advancing and would not pass due to critical resistance. The iab catheter and sheath were removed together. There was a 5 minute delay in therapy while a new saf sheath and balloon kit were opened and inserted. It was inserted via the same insertion site successfully. There was no pt death, injuries or complications noted. The pt had no excessive bleeding during the procedure and was listed in "fine" condition.